Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral lower flanks and mid abdomen with the cooladvantage applicator and to the bilateral lower abdomen with the cooladvantageplus applicator on (B)(6) 2017 who developed paradoxical hyperplasia (pah/ph) 3 months after treatment. Ph was diagnosed in (B)(6) 2018 and was described as the abdomen now hangs over the underwear/pant line. Also the abdominal and flank subcutaneous fat feels very firm and lumpy to touch.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral lower flanks and mid abdomen with the cooladvantage applicator and to the bilateral lower abdomen with the cooladvantageplus applicator on (B)(6) 2017 who developed paradoxical hyperplasia (pah/ph) 3 months after treatment. Ph was diagnosed in (B)(6) 2018 and was described as the abdomen now hangs over the underwear/pant line. Also the abdominal and flank subcutaneous fat feels very firm and lumpy to touch.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.